Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Patient reported right side "varying symptoms and illness the past 12 months with now resulting in swelling and fluid" and the implants are causing irritation. Additional information from the physician notes, possible rupture and healthcare professional will "either confirm bia -alcl or rule it out." The device remains implanted.